Event description:
During set up for a cardiopulmonary bypass procedure, it was observed that the roller pump of a heart lung console could not be controlled with local or central control. There was no adverse consequence to the patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.